Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank screen. Customer stated that the insulin pump was not working and they were calling back after receiving a new battery cap. During troubleshooting customer mentioned noticing cracked pieces around the battery compartment. Customer stated that their blood glucose reading were high due to the blank display, however declined any troubleshooting. Customer was advised to revert to a back up plan and the insulin pump is being returned for analysis.

Manufacturer narrative:
Findings: pump monitored for several days and no blank display noted. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No damage on the lcd isolation tape noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.